Manufacturer narrative:
(B)(4). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 757 mg/dl with ketones. The customer felt dizzy and nauseous. The customer changed the infusion set and went to the emergency room. The customer was admitted to the hospital for diabetic ketoacidosis (dka) and treated with intravenous insulin and fluids. The customer was discharged the next day with the bg and dka resolved. The customer reported that the insulin being used was expired and was thought to have been the cause of the high bg.